Event description:
It was reported that liquid leaked from the bd q-syte¿ luer access split-septum stand-alone device during use. The following information was provided by the initial reporter, translated from chinese to english: "on the morning of (B)(6) 2020, when the patient used the infusion connector during the routine treatment process, the liquid leaked out of the connector occurred, and it was replaced immediately after discovery, without causing adverse effects."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that liquid leaked from the bd q-syte¿ luer access split-septum stand-alone device during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on the morning of (B)(6) 2020, when the patient used the infusion connector during the routine treatment process, the liquid leaked out of the connector occurred, and it was replaced immediately after discovery, without causing adverse effects."